Manufacturer narrative:
This record is a duplicate of mfg # 1119421-2016-00733. There will be no further reports sent in under this current mfg number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient was diagnosed with a secondary cataract. A laser procedure was performed on a secondary procedure. The patient is now complaining the vision has gotten worse at an arm length distance. Additional information has been requested.